Event description:
A report was received that the pt was having difficulty charging and would undergo a pocket revision. During the procedure, the physician noticed that the ipg had rotated sideways and repositioned it to a different pocket site. The pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.